Event description:
Complaint description: according to a hosp physician, while viewing an unspecified number of bladder biopsy procedures on a monitor, small pieces of tips of reusable electrodes were seen floating in the bladders of several pts following the procedures. According to a hospital nurse manager, the physician was successful in removing the pieces by irrigating pieces from the bladder with a syringe.